Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ blunt fill needle have something foreign inside of it, which is creating an unknown red substance. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other . Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that the bd¿ blunt fill needle have something foreign inside of it, which is creating an unknown red substance. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: samples were received for evaluation by one of our quality engineers. The luer taper (inner diameter) of the hub appears to be filled with dried blood. There are also blood smears on the peel tab of the package. The returned sample was sent to the microlab who confirmed that the red substance in the hub is blood. Needles are assembled on racks with the rack pins fitting inside the luer taper (ID) of the hub. This makes it highly improbable that the entire luer taper of the hub could be filled with blood during assembly as the presence of the rack pin would block the hub ID. Since there is also blood on the inside of the package where it would be opened, this appears to have occurred as the needle was being used. No further actions are required based on severity and occurrence level defined for this complaint. A device history review was completed with zero defects found. All cleaning was performed per policy. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: since there is also blood on the inside of the package where it would be opened, this appears to have occurred as the needle was being used.

Event description:
It was reported that the bd¿ blunt fill needle have something foreign inside of it, which is creating an unknown red substance. Found during use. No reports of serious injury or medical intervention noted.